Event description:
It was reported the customer was hospitalized due to high blood glucose of 590 mg/dl. Customer was admitted with two episodes of vomiting, abdominal discomfort, and aches. Customer did not have the correct supplies and as a result did not take appropriate insulin. Customer was wearing the insulin pump during the time of the admission. Customer would call back to troubleshoot. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-62189.